Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. Medications in the affected drawer were unavailable, and no indicator lights were present on the drawer control board. All medications listed for the affected drawer were unavailable. If no medication list was present, it was reported that no medications had been loaded in the affected drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was defective. A field service engineer replaced the controller board; customer tested the station the issue was resolved. The system functioned as intended after the field service engineer repaired the device.